Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 9. Details of surgery: ridge augmentation. On (B)(6) 2021, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.